Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v867003, implanted: (B)(6) 2012, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v867003, ubd: 26-aug-2014, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that their device was not acting to their desired effects, further stating that the reprogramming they had this month moved stimulation to where they did not desire it. They did not make any adjustments to therapy and patient was getting kick back with therapy because they were shaking/return of tremor. Patient was walked through checking settings and the ins was on. Patient also noted that none of the other groups stimulated where they needed it. Patient stated that they had not reached out to their doctor to see if there were any adjustments recommended. Patient noted that the doctor told them that the patient needed to have a surgery because their lead had a short in it. Patient stated that they had this short for 2-3 years and during that time , patient has had their battery replaced twice and they were finally going to do surgery for it. Patient was redirected to the health care professional (hcp) for what adjustments to make. It was recommended for the patient to have their doctor schedule an appointment with the manufacturer's representative (rep) to address programming. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they did not have a return of tremors or have not experienced shaking due to the short in the lead. The cause of the short in the lead was due to the patient's frequent falls. The patient and there neurologist have discussed this possibility on many different occasions. The short in their lead drains their battery more quickly so actions/interventions taken to resolve the issue is opting to have the battery changed out more often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.